Event description:
The asr cup needed to be revised due to pain. Dark green coloured tissue and fluid was evident in the joint capsule. The tissue appeared to have had a dramatic reaction to the metal on metal articulation.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.